Event description:
It was reported to boston scientific corp in 2008, that a one step button enteral feeding device was used for an initial placement procedure. According to the complainant, when an attempt was made to remove the delivery system from the stomach to place a gastrostomy button inside, blue foreign material was noted stuck to the device. The procedure was completed with this device. No pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. The device eval has not been performed; the cause of the reported event is undetermined.